Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx battery was well charged but "when the application works, the light flashes in an abnormal way". There was no patient involvement.